Event description:
It was reported that the battery voltage had decreased at a faster rate than expected over the past six months. Output and pacing percentage had not changed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The battery voltage is 2.6 volts. No anomalies were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.